Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was not reading fingerprints. The field service engineer (fse) remotely updated the biometric identifier firmware and reseated the universal serial bus connection to the biometric identifier. After rebooting the station, the biometric identifier functioned properly. Functionality was verified using the hardware test application, and successful user access was confirmed. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier indicated that maintenance was required and did not scan any user fingerprints. A system reboot had already been attempted, but the issue remained unresolved. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.